Event description:
Additional information received reported by the patient's hcp (health care provider) that when the patient's device was initially placed to treat rsd in the left upper extremity, she woke from surgery with severe bilateral burning pain in her arms. Myelography demonstrated that the device [lead] was causing spinal cord compression because of osteophytic spurring present. The patient was taken back to the operating room where a laminectomy was performed and the device[lead] was left in place. The hcp reported that the patient's symptoms from what was believed as a probable spinal cord contusion related to cord compression from anterior osteophytic spurring combined with the lead had improved, but there was still some residual numbness in the legs which was receding. The patient's pain improved by 50-70% and was stable for the first six months after implant, and the patient was able to reduce the amount of medications she was taking. Then she began to experience more pain in her arms bilaterally and more in the right arm than the left. I t was noted that this was a similar burning type pain that she had immediately following the device [lead] placement. The patient's pain bothered her especially at night, but she was getting good coverage with the device in both arms and was using it 24-7. It was reported that the patient had noted continued pain not only in the left arm, but also continued numbness, especially in the deltoid of the right arm. The patient stated her device did provide relief in the appropriate area, but her pain was over and above what the device was providing. A myelogram taken a year after implant showed cervical spondylosis with new disc herniations, especially at the c5-6 level bilaterally, left greater than right but also moderate spondylitic changes at c4-5 and c6-7. The hcp noted unclear how much arm pain might be related to her new disc herniations. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was implanted to treat her left arm pain. At the time of implant, the patient had to stay in the hospital an extra 12 days beyond when she was supposed to have been released. The patient had spinal cord damage, bone spurs, and her left arm was paralyzed. The patient stated the doctor told her there was enough room, but post-operative imagining verified there was not enough room to put the leads in. The patient was now in constant pain from her neck down to her fingertips. When the patient's stimulation was on and people would give her a hug, "it would bring her to her knees" and she would throw-up. When the patient would turn her head, she would get shocked. She had therapy on for 7 or 8 months, but the nerve pain was worse, so it was now off. The patient had pain at the device site also, wherein it moves, sticks up, and she could not wear jeans. The patient would like to have the device removed. Subsequent information received reported that the patient was still having concerns regarding her device/therapy, but was working with her doctor or manufacturer representative. It was noted that the patient did not have an appointment and "no help, saving to remove, turned off (B)(6) 2009." No patient outcome was provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 748966, serial# (B)(4), implanted: 2009 (B)(6), product type extension, product ID 7434a, serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient, product ID 3986a, lot# n160469, implanted: 2009 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3986a lot# n160469 implanted: (B)(6)2009 product type lead product ID 748966 serial(B)(4) implanted: (B)(6)2009 information re-submitted as event was re-evaluated and updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for peripheral causalgia, cervical neck, headache, and complex regional pain syndrome type 1. It was reported that the implant was put in the right upper buttock for left arm pain. After the implant surgery, the patient woke up with severe bilateral burning pain in their arms. They remained in the hospital for an additional 12 days ((B)(6) 2009) because they had spinal cord damage, bone spurs, and paralysis of their left arm. The doctor had told the patient there was enough room but the post-op imaging verified there was not enough room to put the leads in. On (B)(6) 2009, the patient reported to the healthcare provider (hcp) that the pain in their hand had become increasingly "irritable and aggravated after having the spinal cord stimulator placed". In the left hand, they had minimal use, decreased sensation and range of motion, some swelling and severe pain, which was not being controlled well with the medications they were taking. The patient requested some kind of additional pain control treatment so the patient was prescribed ketamine. They were uncomfortable, had trouble sleeping; the pain bothered the patient especially at night and was overwhelming, had tremors, and they had a hard time getting up and moving around other than to go to the bathroom. They stated that when stimulation was on and when people hugged them, "it would bring them to their knees" and they would throw up. When they turned their head they would get shocked. On (B)(6) 2009, the patient went back in for a cervical laminectomy of c2 through c5 because of cervical spermatic cord compression from the cervical spinal cord stimulator. On (B)(6) 2009, the patient reported to their hcp that they had more pain in their neck, shoulder and arms (left and right). There was a burning pain in the right hand and across the shoulders and the left arm, numbness in both legs, and weakness in their left hand. The weakness was noted to be due to their previous arm surgery and their rsd. They did have good strength in the right arm and both lower extremities and was getting good coverage in the left arm. The patient's pain medications were increased and the ins was to be reprogrammed. The patient saw their hcp again on (B)(6) 2009 and was doing well and had a marked improvement in pain. They were getting excellent relief in their left hand with the use of the ins. The hcp believed the patient's symptoms were probably from a spinal cord contusion related to cord compression from anterior osteophytic spurring, and that those symptoms had improved. The patient did have some mild residual numbness in the legs, which was receding. At the (B)(6 )2009 follow up appointment, the patient reported to the hcp that they had occasional discomfort where the ins was in their hip but they were able to participate in physical therapy because of the spinal cord stimulator therapy. The patient believed they were probably 50%-70% better than they were before the (B)(6) 2009 surgery. The numbness in the right arm and hand was much better. They did have occasional loss of sensation in the bottom of their feet and numbness in their peroneal area. The patient was pleased with the coverage they were getting from the ins and was going to continue using it 24 hours a day. They were also able to cut down on their medications. After having the therapy on for 7 or 8 months their nerve pain had worsened; they had more pain in both arms (more in the right arm than the left arm). The pain in the right arm was similar burning type pain that they had felt immediately following the implant of their ins. They decided to turn the ins off in (B)(6) 2009. This did not align with information received from the hcp. On (B)(6) 2009, the patient told the hcp they were using their ins 24 hours a day 7 days a week and had not changed the program since it had been turned on. By the (B)(6) visit with the hcp, they were no longer taking pain medications and they were doing quite well. However, the patient continued to have significant pain in their left arm and numbness in the deltoid of their right arm. They stated the ins was providing relief in the appropriate area but they still had pain that the ins could not cover so they requested to try something for that pain. The patient was using a jobst stocking on their left hand, had cervical and lumbar range of motion that was full and painless. They were able to walk on their toes and heels without difficulty. The patient was scheduled for a CT myelogram and cervical spine plain films, and reprogramming to try to get a little better coverage. On (B)(6) 2010, the patient had another follow up appointment. The myelogram showed cervical spondylosis with new disc herniations especially at the c5-6 level bilaterally with more herniation on the left than the right along with moderate spondylitic changes at c4-5 and c6-7. The hcp was unclear how much of the arm pain was related to the new disc herniations. The hcp was going to try nerve root blocks on c6 and c5 bilaterally to address the arm pain. In (B)(6) 2012, the patient reported they were in constant pain from their neck down to their fingertips. They had pain at the ins site and the ins was moving and sticking up so they couldn't wear jeans. The patient stated they wanted the ins removed but they had to save up money before they could have it removed. On (B)(6) 2017, the patient reported their device was causing them jolts and causing great pain, and had requested help since their prescribing hcp had retired. They were redirected to speak to a doctor to discuss next steps. It was noted that the medications the patient had taken between (B)(6)2010 had included the following: cymbalta, nexium, hormones, lyrica, celebrex, oxycontin, skelaxin. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they stopped using the device in 2009 and turned it off because the jolts were too much pain for them to endure. The patient stated that they were living with daily pain. It was noted that the issue never was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4).